Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that since implant, stimulation only goes down his left side/leg. The patient reported stimulation should be in his back. The patient had met with manufacturer representatives more than a couple times for programming. The patient underwent lead revision, with no change in stimulation location. About a month ago the patient decided to just turn the implantable neurostimulator (ins) off and stopped using it. The patient did not want another surgery but would be happy to have the ins taken out. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Analysis of the lead ((B)(4)) found that the outer insulation was pinched at the suspected suture site. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via a manufacturing representative (rep) reporting that the patient¿s stimulator was being removed because they were not using it. It was reported that when their doctor was removing the lead, the electrodes were sticking to the dura and the doctor said they felt like they could have fallen off if they were not careful. It was stated that the complication was only during the removal of the lead. The patient did not have complications from it. There were no environmental factors that may have led or contributed to the issue. It was reported that the doctor had to do an extra laminectomy to make sure the electrodes stayed intact while removing the paddle lead. It was reported that the issue was resolved at the time of the report. It was reported that the lead would be returned and that the device would not be replaced in the future. The event occurred during the procedure on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation was not helping the patient's pain, so they stopped using the device. Per the physician, the electrodes were difficult to explant because he felt they were coming off of the lead while he was removing it. The cause of that is not known. No further complications were reported.